Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip vial 2), is related to case with patient identifier (B)(6) (test strip vial 1). Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 408 mg/dl (system 1 with test strip vial 1), 356 mg/dl (system 1 with test strip vial 1), 115 mg/dl (system 1 with test strip vial 2), and 118 mg/dl (system 2 with test strip vial 2).